Event description:
It was reported that high and intermittent capture, noise and impedance issues were observed. Calvicular crush suspected. Lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.